Event description:
It was reported to nova biomedical on (B)(6) 2013 that a consumer received a result of 145 mg/dl on their blood glucose meter. The consumer alleges to have administered 70 units of 70/30 insulin mix based on that result. Subsequently, the consumer experienced a hypoglycemic event causing the consumer to fall and hit her head. Medical intervention was required. The consumer was unable to provide any further information regarding this event. The test strips were called into nov biomedical for authorization for return due to the recall prior to the report of the incident. The meter will be returned for evaluation. This is being reported as an adverse event under the FDA medwatch regulations

Manufacturer narrative:
On july 26, 2013 - nova biomedical decided to voluntarily recall this lot of test strips. Local FDA office notified.